Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit was performed and passed. Functional testing were performed and passed all relevant tests. Open receiver case for internal visual inspection was performed and passed. The log was downloaded and reviewed finding no data within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.